Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of five of peritoneal dialysis therapy. The patient stated that the connector of the line to the heater bag came loose and leaked on the floor. The technical service representative (tsr) instructed to cycle the power to clear the alarm. The tsr walked the patient through disconnecting from the device and removing the supplies. The patient was going to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, it was reported that the connector to the heater bag somehow came loose. Based on the available information, the direct cause for the reported system error 2240 alarm was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.